Event description:
The pt presented with low r-waves and high capture thresholds. Since the device battery was near elective replacement indicator, the decision was made to upgrade the ICD and cap the lead.